Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, lot/serial #: (B)(6) ; product ID: 9735992, lot/serial #: (B)(6) h3) the computer was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. During burn-in testing the screen went to "no video detected" on the dvi port. During further testing while trying to boot the computer there was no video signal on any port. There was a graphic card malfunction. B01 c07 d02 the check point was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The check point was tested and found to communicate on all ports as expected. Due to return shipment damage, unit will be scrapped. No failure found. B01 c19 d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h3/h6: vendor analysis was completed on the computer and the failure could not be confirmed. They could not duplicate not having video on any port. All video ports were tested with no fault found and the unit passed all functional testing. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735764, lot/serial #: unknown. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the navigation system. The camera didn't track instruments, "localizer not connected" appeared. The connection with the uninterruptible power supply (ups) was lost and all network statuses were inaccessible. There was a network communication problem. They thought that the network cart was probably damaged. The computer was replaced.  If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the health care professional reported issues with the navigation system. According to initial info instruments were not visible. No patient was present at the time of the event.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer that was replaced was noted to not have resolved the issue, the new computer was having issue booting up. The customer reported issues with the replaced computer. The computer was replaced again and the issue was resolved. The system passed a system checkout and was returned to an operational condition. After replacement all problems with internet connections disappeared. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that during troubleshooting it was found that the computer was loosing the network with other components and later on it was found that internal network router was defective.